Event description:
It was reported that a spectrum infusion pump had a no audio condition. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the reported "no audio" condition caused by a failed speaker. The rear case assembly (including the speaker) was replaced.